Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing were observed. Review of the episodes revealed intermittent oversensing due to possible myopotential oversensing. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.